Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The physician reviewed post mortem interrogation of the device. It was noted that ventricular tachycardia below cut-off rate accelerated to ventricular fibrillation (vf) and device delivered successful shock and vf was terminated. A new vf episode occurred afterwards and was undersensed which led to electrical storm and advanced/progressive heart failure.